Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer head cat#00801803202 lot#60416235, zimmer stem cat#00784501550 lot#60300020, zimmer liner cat#00630506032 lot#60429280, zimmer cup cat#00620006022 lot#60410186, zimmer bone screw cat#00625006530 lot#60354517. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00041, 0001822565 - 2020 - 00329.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient was revised due to corrosion between the head and stem causing the patient pain. No further event information available at the time of this report.